Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation and pain at the ipg site. Surgical intervention took place on (B)(6) 2026 wherein the leads were explanted and replaced and the ipg was relocated. Stimulation was restored.